Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient went to the emergency room due to a potential infection at the ipg site. The patient stated the ipg site had puss discharge and was inflamed. The patient was prescribed antibiotics for 10 days. Per the physician, the ipg site was superficial and no further intervention was undertaken. Follow-up identified infection was 'ruled out' and the issue is resolved.